Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted three months ago and recently showed on year remaining. Moreover, it was noted that device power consumption increased. Further, engineering analysis concluded that radio frequency use does not cause the increase in power consumption and this is likely related to device malfunction. Device replacement was recommended. Additional information received indicating that the device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted three months ago and recently showed on year remaining. Moreover, it was noted that device power consumption increased. Further, engineering analysis concluded that radio frequency use does not cause the increase in power consumption and this is likely related to device malfunction. Device replacement was recommended. Additional information received indicating that the device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted three months ago and recently showed on year remaining. Moreover, it was noted that device power consumption increased. Further, engineering analysis concluded that radio frequency use does not cause the increase in power consumption and this is likely related to device malfunction. Device replacement was recommended. Additional information received indicating that the device was explanted for premature battery depletion (pbd). No additional adverse patient effects were reported. The product was returned for analysis. Device analysis confirmed the reported clinical observations.